Manufacturer narrative:
The returned screw was broken. There was damage to the surface of the screw. It is unknown how this damage occurred. The instructions for use cautions, ¿excess force, over-bending, notching, or scratching during mesh forming process could result in mesh fracture.¿ no other unusual characteristics were noted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the skull repair surgery, the plate broke, and the screw broke in the middle. The products were replaced and there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.